Event description:
Ous MDR - after nearly 5 years of implant duration, it was reported that the pacing impedance and the threshold increased to over 3000 ohm and 7.5v/1.5ms respectively. The patient was resuscitated. The lead was capped and replaced.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. Should further information become available, this report will be updated.

Manufacturer narrative:
Evaluation codes were received.